Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported sparks. The device was returned to the biomedical engineering department with an unsigned note that stated, "when plugged in, it says 'low battery' and there were sparks coming out of the plug at the back of the pump." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During a visual inspection at the user facility, it was noted that the outer insulation on the female end of the ac power cord was broken; however, the inner insulation was intact, with no charring or melting noted. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.